Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the insertion flexible tube (ift) loosen, the ccd module defect, the light guide fiber bundle (lcb) disconnection, and u/d and r/l pulley wires worn out. Based on the result, we concluded that it was caused due to an excessive force applied on the ift; however, other failures are not related to the alleged complaint. Correction information: g6: 30-day follow-up #1, h6: coding changed based on the investigation result: investigation findings, investigation conclusions. Additional information: h2: correction, additional information, device evaluation h6: coding added based on the investigation result: health effect - clinical code, medical device problem code, component code this report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
(B)(4). We will continue to investigate this situation and if necessary, file a supplemental report. This complaint is being processed in accordance with (B)(4) decision backlog management plan.

Event description:
Pentax medical was made aware of an event that occurred in the emea region. The event occured in the workshop during inspection. The technician reported that there is a spot in the image, the control body connection loosened, leaky on pentax model ec38-i10l/serial (B)(4). The endoscope is in the process of being repaired.